Manufacturer narrative:
MFR service was not requested. Customer declined repair and removed the device from service.

Event description:
The device shut down while in use. No patient harm reported. The customers biomed was unable to duplicate the reported problem. The customer has declined repair and has removed the device from service.